Event description:
A malfunction of a pump was reported by rubin medical aps in denmark, characterized by the malfunction code 12-0x2071, which occurred on march 5, 2026. Due to a lack of information, there was no indication of an adverse impact on the customer's blood glucose level. The customer had not previously reset the pump despite the malfunction being reported multiple times. Technical support instructed the customer to replace the pump, confirmed the shipping address, and provided instructions for storing and transporting the problematic pump back to tandem. The customer did not disclose the backup therapy to be used in the interim.